Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 2 mg/ml at an unknown dose and unknown morphine 25 mg/ml at an unknown dose via an implanted pump for an unknown indication for use. It was reported the healthcare provider did a refill yesterday and the patient had morphine 25 mg/ml. The rep stated that when they went to make changes to the flex dosing, they didn't catch that they gave the patient an increase, so they did a bridge bolus and added bupivacaine 2 mg/ml. Technical services reviewed with the rep that they could update the flex as the bridge bolus was going on and correct the flex. Additional information was received from a healthcare provider (hcp) and company representative (rep) and it was reported that no symptoms were reported. The prime bolus was still running. The device software version was 1.0. It was noted it was a numeric data entry mistake on the flex volumes by the office nurse. It was reported that the event resolved, and the programming dose was corrected.